Event description:
According to the facility on (B)(6) 2024 during a left heart catheterization, an air injection was recorded with subsequent death of the patient. The customer could not attribute the air injection to any definable malfunction of the manifold system.

Manufacturer narrative:
According to the facility on (B)(6) 2024 during a left heart catheterization, an air injection was recorded with subsequent death of the patient. The customer could not attribute the air injection to any definable malfunction of the manifold system. There is no further information at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.